Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the apex hole eliminator did not stop in the cup´s hole as it should. It was possible to screw the hole eliminator too deep. It now shows up prominent at the cup´s dome in x-ray. Right side, initial surgery. No surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review was conducted by the manufacturing site for the finished device 121701052, lot number 9867207, it was manufactured on 02-sep-2021. 10 pcs parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified. 1) quantity manufactured: 10 pcs. 2) date of manufacture: 02-sep-2021. 3) any anomalies or deviations identified in DHR: there is no any anomalies or deviations identified in DHR. 4) expiry date: 31 october 2031. 5) IFU reference: (B)(4). Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.